Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture distal to the tibial gmrs stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient presented with a periprosthetic-fracture distal to the im-stem of a [left] proximal-tibia replacement. Dr. Performed an orif of the fracture, and swapped out the components listed below. No previous-surgery info was made available. 'He got this replaced a good while ago.' No complaints against the implants themselves." Spoke to rep: they performed an orif and swapped out poly & articulating components, there are no allegations against any of the revised components. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient presented with a periprosthetic-fracture distal to the im-stem of a [left] proximal-tibia replacement. Dr. Performed an orif of the fracture, and swapped out the components listed below. No previous-surgery info was made available. 'He got this replaced a good while ago.' No complaints against the implants themselves." Spoke to rep: they performed an orif and swapped out poly & articulating components, there are no allegations against any of the revised components. Rep confirmed that no further information will be released by the hospital or surgeon.